Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine follow up with complaints of fatigue. Inappropriate mode switch dur to far r oversensing was noted. The device was reprogrammed and remained implanted.